Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer and suggested a ground isolation test be performed and replaced the graphical user interface (gui) cable. The customer reported the ventilator passed all testing after performing the ground isolation test and replacing the gui cable.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.